Event description:
It was reported that the pt presented with a recurrent stenoses of a right upper arm brachio cephalic fistula; the fistula was revised with a bypass graft. Subsequently, the pt presented with recurrent stenoses at each end of the bypass graft anastomosis. Therefore, to treat the bypass stenoses, two stent grafts were implanted at each end of the graft. One stent graft was placed at the distal end of the bypass graft so that the flaired and was pointing distally within the dilated fistula channel and the non flaired end was within the bypass graft. A second stent graft was deployed so that the flaired end was within the diluted basilic vein and the straight portion within the proximal end of the bypass graft. The stents were seated with a balloon catheter and results were excellent. Approximately, twelve days post stent graft implant, pt underwent thrombectomy as it was identified that the pt had an occlusion of the brachial artery distal to the fistula, most likely due to a chronic; intragraft stenosis at the level of one of the stent grafts.

Manufacturer narrative:
The review of the manufacturing records showed that no remarkable incidents occurred. The stent graft remains implanted; therefore, not available for eval. The event investigation is underway.